Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas inline valve (ID 828805) was implanted in a 80 year-old female on (B)(6) 2022 via v-p shunt with unknown setting. On unknown date, the patient was asymptomatic, but shunt obstruction was suspected when shunt imaging was performed, therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Device history record (DHR) - the product code 82-8806 with lot 6318103, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the siphon guard housing was damaged. The valve was hydrated. The valve was leak tested and failed; the siphon guard housing was damaged so there is a leak from it. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the condition of the siphon guard. At the time of investigation no function issues were noted.